Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the failure of the device to deliver insulin. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl). The pod was reportedly leaking and failed to adhere while worn on the arm for between 5 and 24 hours. As treatment, a new pod was applied.